Event description:
A caller reported that a customer received an error 4 message when the test strip was inserted into his adc glucose meter. The error 4 issue occurred on (B)(6) 2012 between 8:00pm and 9:00pm, when the customer was attempting to test before going to bed. As a result of this issue, the caller reported that on the following morning of (B)(6) 2012 at 7:00am, "the customer did not wake up from his sleep when his sister tried to wake him up", and "was in shock with very low glucose." The caller reported the customer experienced a loss of consciousness, and was "very cold". Paramedics were called and transported the customer to a hospital. The customer was diagnosed with hypoglycemia and "high blood pressure" and treated with unspecified "IV"(s). Customer reported self-treating with "pure sugar and some orange juice". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.